Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd needle 21x1 ll eclipse with mixed product / lots. The following information was provided by the initial reporter translated from portuguese to english: today, 29/08/2024, the item was placed for distribution, but upon opening a sealed box, 2 boxes (200 units) of eclipse needle 1.20x40 from lot: 3258505 were identified inside the box of probe 0.80x25, as shown in the photo samples below. I enclose invoice: (B)(4) for the item and request the exchange of 2 boxes (200 units) of eclipse probe 1.20x40 which are not in accordance with the order.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: eclipse. Device failure: mixed product/lots.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, two boxes ((B)(4) units) of eclipse needle 1.20x40 from lot 3258505 were identified inside the box, therefore the incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Thirty two retention samples from the same lot were evaluated, no defects or issues found. Possible root cause is associated with incomplete collection of the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.